Event description:
The physician reported that the patient expired of an unknown cause. It was stated that the cause of death was unrelated to the implanted system. The medication being delivered via the device system was baclofen.